Event description:
In 2006 the lay user/pt contacted lifescan alleging that her one touch ultra was displaying error 1 messages. The medical affairs specialist sent a letter 4 days later since the pt cannot be reached by telephone. The pt was unable to test (unk sample source) on her meter due to the error message. The pt attempted to retest on her meter but the issue persisted. At the time of concern, the pt was feeling dizzy. The pt also reported 25 units of novolog insulin, eating afterwards, (date/time unk) and needing assistance from a non-medical professional; however, she did not receive any treatment. It is unk if the pt's insulin dosage was based on a regimen or if she adjusted the dosage. It would be helpful to know when the error message started and how long the pt was unable to obtain a meter reading. The customer care advocate (cca) verified that the meter was not out of the box, the correct testing techniques were used, and the battery compartment was in good condition. The cca had the pt retest after cleaning the meter but the issue persisted. The meter, test strips, and control solution were replaced. This complaint is being reported because the pt was unable to test while feeling dizzy. The pt did not receive any specific treatment for hypo- or hyperglycemia and it is unk if the pt felt better or worse after taking insulin and eating.